Event description:
It was reported that the knot pusher cut the suture prematurely on two of the ar-4500 meniscal cinches. This action caused the peek implants to be unretrievable. The meniscal repair case was completed with four more meniscal cinches successfully inserted.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is mechanical damage to the device, such as scratches or nicks from hitting the device with another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.